Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had motor error. Customer stated screen was hard to see due to scratches. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. Device received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).